Manufacturer narrative:
Adverse event or product problem: changed from adverse event to product problem for there was no patient injury. Mfg date: included date of manufacture. The product was not returned. Per the analysis summary completed on 3/12/2016 the leak is associated with not enough solvent bond. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The reported lot in this event does not include the solvent process change but did include the new material. End of report.

Manufacturer narrative:
Used product was not returned.

Event description:
A nurse in the intensive care unit alleged that a 3m ranger(tm) high flow disposable set (model 24355) leaked at the base of the drip chamber. The alleged leak was noticed when the set was primed with saline. No patient injury was reported.